Manufacturer narrative:
During an internal review on 19-jul-2024, noted correction to the h6. Medical device problem code section. Therefore, removed packaging problem (a0205) and delivered as unsterile product (a020701). Added tear, rip or hole in device packaging (a020504). Therefore, updated the h6. Medical device problem code section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-jul-2024. The device evaluation was completed on 17-jul-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed no damages or anomalies on the device. Since the original package was not returned, additional investigation could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The packaging issue reported by the customer could not be replicated during the product investigation, since the original package was not returned, no analysis could be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation conclusions and h6. Component code of ¿appropriate term/code not available¿ represents the original package was not returned, additional investigation could not be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a left atrial appendage occlusion procedure with a nuvision ice catheter. The inside packaging of the catheter was punctured and there was concern for the sterility of the catheter. The catheter was replaced and the procedure was continued. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.